Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump had not been giving him the proper amount of insulin; he often needs more than what the pump will deliver to him. The patient's blood glucose at the time of incident was 640 mg/dl. The customer mentioned that he had felt sick, and that he treated his blood glucose with pump boluses several times. Troubleshooting was declined; the customer wanted a new pump. The customer changed the infusion set and the battery but the pump would still under-deliver insulin. He also mentioned having to revert to manual insulin injections at times. No products were shipped or returned.